Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 70 mg/dl. The customer experienced ketones and rapid heart rate. The mother called to get a copy of the quick set lot 8 recall letter as her daughter was using the lot 8 infusion sets at the time of the event. Nothing further was reported.